Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's health care professional that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 295 mg/dl at the time of the call. The customer's pump buttons were not working. Tit is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was completed for the keypad anomaly but not for the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent frozen display and no button response. The problem was due to an isolation to the motherboard. We were unable to perform the self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to frozen display. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.